Event description:
During initial implant procedure, the stylet failed to separate from the right ventricular (rv) lead. Procedural damage was done to the rv lead during separation attempt. The rv lead was not implanted and a new rv lead was successfully implanted. The patient was stable.